Event description:
The customer reported her blood glucose reached 401 mg/dl less than 24 hours after the pod was activated. She stated that during the cannula insertion process the needle did not retract back into the pod so she flicked the pod until she heard another click. There was insulin leaking around the cannula area.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (failed to retract) or to determine if it could have contribute to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.